Event description:
Patient reported infusion device stopped working due to 9x (technical inspection due) alarm. She stated that the infusion device did not display the 8x (technical inspection alert) alarms prior to receiving the 9x alarm. The patient also indicated the infusion device did not display the low cartridge warnings. Patient switched to her backup infusion device. She did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. On 10/20/06, patient's mother indicated that she would try to return the infusion device for evaluation.

Manufacturer narrative:
Product not returned for evaluation.